Manufacturer narrative:
Unique identifier (UDI)#: not applicable. Taper ii. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Gastric erosion and bowel complications are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the possible outcome of erosion and bowel complications as follows: "caution: the band should not be sutured to the stomach. Suturing the band directly to the stomach may result in erosion." "Caution: in revision procedures the existing staple line may need to be partially disrupted to avoid having a second point of obstruction below the band. As with any revision procedure, the possibility of complications such as erosion and infection is increased. Any damage to the stomach during the procedure may result in peritonitis and death, or in late erosion of the device into the gi tract." "Caution: over-dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation." "There is a risk of band erosion into stomach tissue. Erosion of the band into stomach tissue has been associated with revision surgery, after the use of gastric irritating medications, after stomach damage and after extensive dissection or use of electro-cautery, and during early experience. Symptoms of band erosion may include reduced weight loss, weight gain, access port infection, or abdominal pain. Re-operation to remove the device is required."

Event description:
Healthcare professional reported that pt underwent colonoscopy. Diagnostic test revealed device had eroded into pt's bowel. Physician subsequently explanted band and tubing.